Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analyzer was analyzed and no anomalies were found. (B)(4): during analysis an error code was displayed, as a result the hard drive was reconfigured and software was reloaded.

Event description:
It was reported the analyzer was failing. The analyzer was returned for service. The programmer was also returned, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the analyzer was failing. The analyzer was returned for service. No patient involvement or complications were reported.